Manufacturer narrative:
The returned product was evaluated and the investigation found evidence of an internal leak. The root cause was determined to be the cannula seal was installed improperly. The leakage through the seal confirms that the programmed insulin did not deliver sufficient amount of insulin which may have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
The customer reported that her blood glucose reached 15.6 mmol/l (280.8 mg/dl) while wearing the pod between 24 and 36 hours.